Event description:
A medtronic representative reported the surgeon was inaccurate after the o-arm spins while doing a spinal fusion from t1-l1. There were 2 spins taken to incorporate all of the vertebra. During the first set of spins the surgeon stated he was inaccurate with the nav-lock orange and he had made the hole lateral and superior to where it was supposed to be. The surgeon took another set of spins because they felt inaccurate after the first set. When the surgeon checked accuracy with the passive planar ball he verified he was accurate; this is when he noted he was inaccurate on the first spin. The surgeon picked up the nav-lock orange and alleged he was between 5mm to 1 cm inaccurate; then picked up the thoracic pedicle probe and re-stated he felt the system was inaccurate. The surgeon chose to discontinue the use of navigation. The surgery was completed with no impact to the patient's outcome.

Manufacturer narrative:
Replacement psu shipped (B)(4) 2012. RMA issued. Medtronic investigation found when connected to known good system the position sensor unit (psu) was found to be fully functional with no accuracy issues. The psu passed the accuracy assessment kit (aak) test at .20mm. No problem found.